Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel and auxiliary channel were flushed. Salvanios premium was used as the detergent during pre-cleaning. Manual cleaning was not done. The automatic endoscope reprocessor (aer) used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scope was stored horizontally. The scope was not sterilized. Olympus was used for maintenance and repair. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the insulation of the scope connector cover was below threshold, the connecting tube had buckles, the switch #1 key had unclear indication, the universal cord had buckles, the up/down knob was broken, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for suction cylinder/biopsy port/suction channel/biopsy channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the users reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.